Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to server issue. A technical support specialist checked with the issue by running queries and verified with the customer that the problem had been resolved by their end. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had a patient detail was not visible. The customer reported that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.